Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced repeated alert 41 errors related to insulin delivery and restart, including an insulin shaft rewind error and an absolute range error, after a meal announcement, and the user was unable to proceed despite multiple restarts and replacement of the luer connector and cartridge; a replacement ilet was arranged. Symptoms included hyperglycemia with a reported peak blood glucose of 327 mg/dl and no associated clinical symptoms. Outcomes included a temporary switch to a back-up insulin pump and no medical intervention or hospitalization. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this case revealed a pump malfunction consistent with an internal mechanical or positioning fault in the insulin delivery mechanism that triggered the absolute range/rewind error. It was concluded that the cause was a device malfunction related to the insulin drive system.